Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx balloon was used in an ercp procedure on (B)(6), 2010 involving a (B)(6) old female patient (exact patient weight and identifier are unknown.) According to the complaint, during the procedure the balloon was position with in the patient's common bile duct and when the balloon was attempted to be inflated, it burst. No pieces broke off and the entire balloon was removed at once. The procedure was completed with a second extractor rx balloon with no patient complications. The patient's condition has been described as "fine."

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed by the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)